Event description:
Original paperwork received by baxter from the customer stated that the device failed to alarm downstream occlusion as expected. No information was provided as to during what stage of the process this occurred. There was no report of pt injury being associated with this event.

Manufacturer narrative:
The device was returned to baxter service and evaluation was conducted for the failure to alarm downstream occlusion but was unable to be confirmed or duplicated. The device was tested per procedure and returned to the customer. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor similar reports for possible trends.